Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased magnesium generated from an architect c4000. The customer reported the following data: sample ID 364321 magnesium initial result was 0.60 and repeat result was 2.09 (reference range 1.60-2.60 mg/dl). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The architect c4000 for serial (B)(6) was inspected and it was determined that the cuvette segment required replaced, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any trends. A review of tracking and trending for the cuvette segment, no cuvettes (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the cuvette segment, no cuvettes (rohs) were identified.

Event description:
The customer reported falsely decreased magnesium generated from an architect c4000. The customer reported the following data: sample ID (B)(6) magnesium initial result was 0.60 and repeat result was 2.09 (reference range 1.60-2.60 mg/dl). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.